Event description:
A customer in the united states reported an rt12 rotor breakage in their statspin ssmp centrifuge during centrifugation. The customer verified no escape of parts from unit and lid stayed closed. No personnel were injured and no patient samples were lost.

Manufacturer narrative:
The customer discarded the rotor and has a new rotor currently in use, which has resolved the issue. No further investigation may be carried out. (B)(4).